Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement the physician encountered difficulty removing the patient's implanted right atrial (ra) and right ventricular (rv) leads from the device header. Both leads were able to be removed but sustained damage with lead insulation separating from the terminal pin of each. It was noted that measurements remained within normal limits and there was no noise observed. As the patient is pacemaker dependent, both leads were surgically abandoned and replaced. No adverse patient effects were reported.